Manufacturer narrative:
As previously communicated, reader (B)(6). Has been returned and investigated. Visual inspection was performed, and damage to the universal serial bus (usb) port was observed. The damaged usb port would prevent the customer from properly charging the reader. Further visual investigation has been recently conducted to detail the type of physical damage and contamination observed in the readers usb port. It was determined that the usb port has damage to both edges and corners of the plastic pin housing. This type of damaged is associated with forceful insert of the usb cable into the usb port over a continued period. The usb port terminal pins were inspected, and no damage was observed. The usb metallic casing was inspected and showed no signs of damage. Contamination (hair) was also observed in the usb port. A power source test was performed on the returned reader. The reader charged and powered on successfully. The event log was downloaded, and no issues were observed. The event log shows usage of the reader from 03oct2019 through to 15nov2021, indicating 2 years of intended use by the customer. Dhrs (device history review) for the freestyle libre reader were reviewed and the dhrs showed the freestyle libre reader passed all tests prior to release. Therefore, this issue is not confirmed to use due to the damaged observed in the readers usb port. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported a fast-draining battery issue with the freestyle libre 2 reader. As a result, customer was unable to obtain readings from the reader and became dizzy, subsequently losing consciousness. The customer had contact with a healthcare professional who obtained a glucose result of 480 mg/dl via laboratory test and was treated with insulin (dose/type unknown) for diagnosis of hyperglycemia. The customer was kept for observation until their glucose normalized. There was no report of death or permanent impairment associated with this event.

Event description:
A customer reported a fast-draining battery issue with the freestyle libre 2 reader. As a result, customer was unable to obtain readings from the reader and became dizzy, subsequently losing consciousness. The customer had contact with a healthcare professional who obtained a glucose result of 480 mg/dl via laboratory test and was treated with insulin (dose/type unknown) for diagnosis of hyperglycemia. The customer was kept for observation until their glucose normalized. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Section d-4 (serial number) has been updated based on the case information. Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. No product has been returned as of this report. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs (device history review) for the freestyle libre reader were reviewed and the dhrs showed the freestyle libre reader passed all tests prior to release. DHR verified that the correct cable and adapter were part of the kit pack. If the product is returned, the case will be re-opened and a physical investigation will be performed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported a fast-draining battery issue with the freestyle libre 2 reader. As a result, customer was unable to obtain readings from the reader and became dizzy, subsequently losing consciousness. The customer had contact with a healthcare professional who obtained a glucose result of 480 mg/dl via laboratory test and was treated with insulin (dose/type unknown) for diagnosis of hyperglycemia. The customer was kept for observation until their glucose normalized. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Reader (B)(6) has been returned and investigated. Performed visual inspection on returned reader and observed damage to usb (universal serial bus) port. The damaged usb port would prevent the customer from charging the reader which would lead to the reader not turning on. Therefore, this complaint is not confirmed to use. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
The customer¿s product has been requested for investigation. A follow-up report will be filed once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported a fast-draining battery issue with the freestyle libre 2 reader. As a result, customer was unable to obtain readings from the reader and became dizzy, subsequently losing consciousness. The customer had contact with a healthcare professional who obtained a glucose result of 480 mg/dl via laboratory test and was treated with insulin (dose/type unknown) for diagnosis of hyperglycemia. The customer was kept for observation until their glucose normalized. There was no report of death or permanent impairment associated with this event.